Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause may be related to the implants and patient non-compliance with weight bearing orders. Part numbers, lot numbers, manufacturing dates (if available), expiration dates and UDI numbers: ifuse implant, p/n 7050-90, lot# i0863, manufactured 06/27/2013, expires 2018-11, (B)(4). Ifuse implant, p/n 7045-90, lot# 166189, manufactured 11/14/2013, expires 2018-11, (B)(4). Ifuse implant, p/n 7050-90, lot# i0863, manufactured 06/27/2013, expires 2018-11, (B)(4). Ifuse implant, p/n 7055-90, lot# 332226, manufactured 01/20/2015, expires 2020-11, (B)(4). Ifuse implant, p/n 7040-90, lot# i0a23, manufactured 06/06/2014, expires 2019-06, (B)(4). Ifuse implant, p/n 4045-90, lot# i0372, manufactured 01/19/2013, expires 2018-01, (B)(4).

Event description:
In (B)(6) 2014, the patient underwent a right side ifuse si joint arthrodesis where three implants were placed. The patient later had three additional implants added to the right si joint. In (B)(6) 2015, the patient presented at a hospital with complaints of right hip pain after hearing a "pop" sound. An MRI and a CT scan showed right labral tear and ilium fractures. It was believed that the patient may not have been compliant with post-op weight bearing orders. The patient received increased pain medication for the pain. There was no surgical intervention. There is no indication of device failure and no indication that the device was out of specification.